Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'pain, migration, tilt, perforation, continued pe '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava

Manufacturer narrative:
Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, pain, migration, tilt, perforation, continued pe, need for 2nd filter implanted'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Related filter complaint addressed in MFR# 1820334-2017-02855. The previously-reported allegations of pulmonary embolism (pe) and migration have been removed. Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, deep vein thrombosis (dvt), anxiety, worry, physical limitations. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety, worry, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The allegations pulmonary embolism (pe), and migration have been removed from the reported issues, this does not change the results of the previous investigation. (B)(4) devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a celect filter implant on (B)(6) 2010 via the right internal jugular vein due to pulmonary embolism (pe) and left lower extremity deep vein thrombosis (dvt). This filter was placed superior to the already existing gunther tulip filter ((B)(4)). Patient is alleging "the celect ivc filter implanted in my body fractured and is missing one prong. Further, multiple prongs of this filter have perforated through my ivc. Two prongs are abutting my aorta and a third prong is abutting my duodenum." Patient further alleges anxiety, worry, and post-implant dvt. Report from CT (computed tomography): "filter #1: ivc perforation: yes. Grade 3 perforation of 4 o'clock and 3 o'clock struts to abut aorta. Grade perforation of 12 o'clock strut to abut duodenum. Multiple grade 1 perforations. Tilt: yes. 13.92 degrees of sagittal tilt. No substantial coronal tilt. Apex of filter abuts right posterior wall of ivc. Migration: unknown. Apex of filter within 5mm of the left renal vein confluence. Pertinent negatives: none. Additional: apparent missing strut at 6 o'clock."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
This additional information received on 25sep2017 as follows: patient allegedly received an implant on (B)(6) 2009 via the right femoral due to a stroke. Patient is alleging migration, tilt vena cava perforation, pulmonary embolism on (B)(6) 2010, thrombolysis on (B)(6) 2013, placement of ivc stents, angioplasty and multiple dvt's after filter placement. Patient had an additional filter placed (3002808486-2017-01805) on (B)(6) 2010 due to a dvt with pe where it is alleged that the previous filter had migrated.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received two cook filters, a cook celect filter on (B)(6) 2010 and a gunther tulip filter on (B)(6) 2009". It is alleged that [pt] "suffered from a migrated, tilted, and perforated filter leading to continued pulmonary embolism after insertion requiring a second filter be placed." Patient outcome: it is alleged that [pt] "suffered extreme pain and suffering without further explanation. Hospital and medical records have been requested but not yet provided.